Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, and caller denied any exposure to magnets or prior similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer changed out all supplies before contacting support, which resolved alarm.